Event description:
It was reported that the system was explanted a few weeks after it was implanted due to infection. The patient experienced fever, drainage and positive cultures. The patient had a new system implanted. The pump system was being used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).